Event description:
Customer reported experiencing a past episode of low blood glucose with a lowest recorded level of 43mg/dl, for which they consumed cereal as a treatment. Cause was not known. Technical support suggested that the customer consult with a healthcare professional to discuss potential factors affecting their glucose levels.